Event description:
Through journal article "silicone leakage from breast implants and its association with capsular contracture in 657 patients", healthcare professional reported adverse events among 657 patients (1147 breasts). This record is for the 107 breasts with allergan biocell implants. Healthcare professional reported the following indications for revisional surgery: capsular contracture baker grade iii/IV (250 patients), "cosmetic" (256), "implant age" (45), "suspected bia-alcl" (10), "suspected bii (breast implant illness)" (8), and "suspected rupture" (88). Healthcare professional reported 238 breasts (21%) were confirmed to be ruptured, and 272 patients (346 breasts) had either unilateral or bilateral capsular contracture baker grade iii/IV. Of the 107 breasts with allergan biocell implants, "silicone leakage" was classified as 11 low leakage, 39 moderate leakage, and 57 high leakage. Healthcare professional later clarified "no cases of bia-alcl in this study". The event of "bii" is not device-related. Affected sides are unknown. Devices have been explanted.

Manufacturer narrative:
Article citation: larsen, a., bak, e. E. F., weltz, t. K., hemmingsen, m. N., andersen, p. C. L., bredgaard, r., damsgaard, t. E., elberg, j. J., trillingsgaard, j., mielke, l. V., hölmich, l. R., vester-glowinski, p., ørholt, m., & herly, m. (2025). Silicone leakage from breast implants and its association with capsular contracture in 657 patients. Aesthetic surgery journal, sjaf012. Continued e.1. Facility name: department of plastic surgery and burns treatment, rigshospitalet, copenhagen university hospital clarification to e.1. Initial reporter: dr. Andreas larsen is the primary author of the article. Dr. Mikkel herly is the corresponding author. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV; rupture; "silicone leakage".